Manufacturer narrative:
Additional information- the product was not returned. This product is one of three products involved with the reported malfunction and the associated manufacturer report numbers are 9616099-2016-00492, 9616099-2016-00491, 9616099-2016-00490. Complaint conclusion as reported, the difficulty encountered with the diagnostic cardiology catheters 100 cm. F4 inf jr 5, 100 cm. F4 inf jl 3.5, and the 100 cm. F4 inf jl 4 products was a cracked hub and leakage from the crack. The products were opened in a sterile field, not used in patients, and there was no reported patient injury. The products were used on different days by different physicians in different procedure rooms around the beginning of (B)(6) 2016. The procedures and procedure dates are unknown. The products opened in the procedure setting were discarded, but the remaining products from the same lot will be returned for analysis. The items are stored in the procedure clean rooms and hang from the tag provided on the product. The cracks in the catheters were noticed during preparation when the physician was ready to flush the catheter. When the technician retrieved another catheter for the procedure from the same lot number, those catheters were cracked as well. The procedures were finished successfully with catheters from lot numbers other than the cracked catheters. The product was not returned and since no lot number was provided no device history record could be performed. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instruction for use, users are cautioned to not use open or damaged packages as was done in this case. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported events could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This is one of three products involved with the reported malfunction and the associated manufacturer report numbers are , 9616099-2016-00492, 9616099-2016-00491 and 9616099-2016-00490. This device is pending availability for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the difficulty encountered with the diagnostic cardiology catheters 100 cm. F4 inf jr 5, 100 cm. F4 inf jl 3.5, and the 100 cm. F4 inf jl 4 products was flushing at the hub/tip and cracked hub. The products were opened in a sterile field, not used in patients and there was no reported patient injury. The products were used on different days by different physicians in different procedure rooms around the beginning of (B)(6) 2016. The procedures and procedure dates are unknown. The products opened in the procedure setting were discarded, but the remaining products from the same lot will be returned for analysis. The items are stored in the procedure clean rooms and hang from the tag provided on the product. The cracks in the catheters were noticed during preparation when the physician was ready to flush the catheter. When the technician retrieved another catheter for the procedure from the same lot number, those catheters were cracked as well. The procedures were finished successfully with catheters from lot numbers other than the cracked catheters.